Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the promus element, mr, ous 3.0x16mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and a hypotube break 281mm distal from the end of hub. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The bumper tip of the device showed signs that it may have been stretched slightly. The damage may have occurred during the preparation stages of the device or during withdrawal of the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found it was curved however there were no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-apr-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 16x3.00mm, concentric and diffused target lesion containing a lesion bend of <=45 degree was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). After a non-bsc guidewire was crossed, predilation was performed with a non-bsc balloon catheter. A 3.00x16mm promus element stent was then advanced but failed to cross the lesion for several attempts. The procedure was completed with another 3.00x16mm promus element stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the hypotube break.